Event description:
The field engineer reported that the workstation intermittently displayed "system error detected, wait five seconds and restart system, call svc." The system was shutting down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended.